Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional information becomes available, a supplemental report will be issued.

Event description:
It was reported that, "during eps surgery for the rejuvenate femoral hip system, the calcar fractured during the final seating of the stem. Surgeon prepared the femur by broaching with cutting edge advantage broaches and then rejuvenate broaches before implanting the stem. During the final impaction of the stem, the calcar fractured. Surgeon cabled the femur to stabilize the fracture."